Manufacturer narrative:
This supplemental report is being submitted to provide the updated result of the final investigation and correction. Corrected field: h11. In addition, the following reportable malfunctions were identified during the device evaluation: damage of transmitter and receiver (txrx) module and damage to receiver (rx) module. A definitive root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: e226 (endoscope communication error) was due to damage of transmitter and receiver (txrx) module and damage to receiver (rx) module. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.

Event description:
It was reported that the subject device had tower processor not working and showing scope communication error e226. The issue occurred during set up / inspection for use (during set up in room / before patient in room). There were no reports of patient involvement.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
No additional information received from customer.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: d8, h2, h3, h4, h6, h11. The device was returned to olympus for inspection and the reported failure was confirmed. Based on the results of the investigation, the reported malfunction was reproduced. The most probable cause of the complaint is traced to component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.